Event description:
The device was used during a gastric bypass procedure. Reportedly, the staples did not form. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.